Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/26/2013: the device was returned to animas and evaluated by product analysis on 07/06/2013 with the following results: no visible damage to the keypad. The down button has an intermittent response. Removed the keypad and found contamination under all of the button contacts. Unrelated to the complaint, the display is discolored with a pink tint. Opened the pump case and replaced with test display which functioned properly. The test display is clear and legible.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).